Manufacturer narrative:
Final analysis found that external insulation abrasion was noted at 6.9 cm to 7.0 cm from the connector pin consistent with lead friction to the pacemaker. The insulation breach contributed to the reported noise. All other damages found were sustained during surgical procedure.

Event description:
It was reported that the asymptomatic patient presented with a suspected right atrial lead malfunction. The patient was admitted for a lead replacement and pacemaker change-out. During the procedure the lead exhibited noise and insulation breach was suspected. The lead was explanted and replaced successfully.